Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes had foreign lubricants in their pistons. The following information was provided by the initial reporter, translated from french: "abnormal presence of large quantities of lubricants in syringe pistons".

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition have been provided for evaluation. A device history review was performed for reported lot 2203144, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Based on the quality team's investigation, a root cause cannot be identified at this time.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes had foreign lubricants in their pistons. The following information was provided by the initial reporter, translated from french: "abnormal presence of large quantities of lubricants in syringe pistons."